Event description:
It was reported to baxter (B)(4) that one (1) ce 2ml patient control module device was difficult to inflate. According to the report, the solution "went straight through" during filling. The module was changed to a new one. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used patient control module (pcm) device was received by baxter for evaluation. The reported condition of "difficult to inflate/solution runs straight through" was not confirmed. Visual examination of the device found no signs of physical defect or abnormality. A functional test was subsequently performed on the device. During testing, no evidence of defect was detected. The solution retained within the reservoir after being filled. Solution only came out of the luer when the white button was pressed. Based on the evaluation findings, the device performed as expected. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.